Event description:
Cnss (B)(4) reported that pt was in hospital due to a pump related issue. Spoke to pt who advised she was awoken at 3:30am today by alarm: no disposable, clamp tubing. Pt attempted to realign and resume infusion bit was unsuccessful so she used new cassette on backup pump. Pt did not know how long she was off therapy and contacted md who instructed pt to go to hospital for evaluation. Pt also reports some chest pain. Pt does not think this was a pump issue, but was cassette issue. Advised pharmacy would send replacement pump and cassettes. Pt was unable to provide pump serial number or cassette lot number info at time of contact, will provide at later date. Product fault occurred while in use and caused pt injury. Pump is available for investigation. Pump and cassettes were replaced. Pt had backup products and was able to successfully continue infusion. Med is life sustaining. Outcome of event is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Pt went to hosp, is the actual cassette available for investigation? Unk. Did we replace the cassette? Yes; did the pt have add'l cassette they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; what is the outcome of the event? Unk. Reported to (B)(6) by health professional.